Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead (ipl) was implanted, and on the same day of implant the lead dislodged. The ipl exhibited high thresholds due to the dislodge. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.